Manufacturer narrative:
Expiration date: ni. Implanted date: 2006. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was no longer charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Malfunction was suspected with the explanted ipg.